Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The system fault 223 (sf223) indicated a failure in the peep motor in the pneumatic block. The evaluation determined that the error message and subsequent device shut down were due to a defective pneumatic block. The pneumatic block was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf 223) and subsequently stopped ventilating. Per the reporter, the patient was manually ventilated until the patient was received at a care facility and placed on another ventilator. There was no serious patient injury reported as a result of this incident.